Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. During the technical investigation a leakage in the proximal part of the balloon was detected. Microscopic inspection revealed a 1 mm long tear in the balloon over the proximal x-ray marker. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined.

Event description:
The orsiro drug-eluting stent system was selected for use. After successful lesion crossing it was not possible to inflate the balloon of the orsiro stent system. Therefore the device was removed from the patients body and the procedure was finished with another device.